Event description:
Customer reports to have received a no delivery alarm and excessive battery change, but customer declined troubleshooting for both. Customer reports to have experienced keypad anomaly. Customer's blood glucose was 137 mg/dl. Customer reports that buttons were not moving display screen quickly. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)